Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and alleged that possibly the pump's settings were not programmed correctly. The patient claimed that she started having erratic blood glucose (bg) levels on (B)(6) 2011, when she received the device. Her target range is 140-150 mg/dl. On (B)(6) 2011 at 5:00 pm, the patient claimed that she developed a bg level of "437 mg/dl" with symptoms of thirstiness and increased urination. The patient reportedly bolused 4 units of humalog u100 insulin via injection. By 5:10 pm, the patient claimed that her bg decreased to "388 mg/dl." The patient was instructed by the animas representative involved in this contact to verify the pump's settings with her health care provider. On (B)(6) 2011, the patient contacted animas again and indicated that a pump specialist at a doctor's clinic partially confirmed the pump's settings. No subsequent blood glucose excursions were reported by the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was possibly not programmed correctly and she developed symptoms that can be associated with severe hyperglycemia. At this time it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported bg excursion due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The battery compartment is cracked. The display lens was found to be scratched.